Manufacturer narrative:
Insulin pump received with unresponsive up button due to corroded keypad trace. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip and minor scratches on lcd display window.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that the upper button was not working. Troubleshooting was done. Customer's blood glucose was 130 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).